Event description:
During normal biomedical rounds the technician found the power supply to the central monitor alarm speaker unplugged thus disabling the central monitor's audible alarm. We have found this condition multiple times.